Event description:
Before getting implants I was a very healthy and active (B)(6) woman. I just though a bit more cleavage would be nice. And so on (B)(6) 2009 I got mentor memory gel implants. After about 1-2 years I started having frequent migraines, muscle aches in my aches in my neck and shoulders and joint pain. Then I had an attack of ischemic colitis and was hospitalized. At which time I was also diagnosed with crohn's disease and put on expensive medication for it. I was basically having strokes in my intestines, yet testing did not show any clotting disorders. Later came more attacks of ischemia without any reason and after seeing another gi specialist, I was told to discontinue using the crohn's medications I'd been on for the previous year and a half and that I had ibs. There were times when I could eat something normal one week and be fine and the next not have a tolerance for the same food. Next came the pain in my breasts, especially the left side, as well as constant itching near my armpit. The breast pain would continue and worsen right up to my implant date. One day after showering I had numbness on entire left side and I was admitted to the hospital. Many test were run, yet there was no evidence of clothing issues, stroke or a tia. As time went on the body and joint pain became worse and the fatigue unbearable. I tried physical therapy and work with an omm. Nothing helped. My physician blamed it on stress and also referred me to a rheumatologist diagnosed me with fibromyalgia. The pain became too much for me and I had to give up my massage therapy business. My pcp prescribed several different medications for me, muscle relaxers, anti-inflammatories, nerve/seizure medications. Some of which scared me to death to take. But at that point I was basically bedridden and missing much time at the hospital lab where I worked. I had to go on intermittent fmla because I never knew when I was going to be hit with another migraine or debilitated with pain and stuck in my bed. All the while, taking crazy medications that I would have to wean off of if I were to ever stop. I missed enough work that I was in danger of losing my schedule. Throughout these past 10 years I have had periods of other unexplainable issues, such as chronic sinus infections, worsening vision, brain fog, sensitivity to light, difficulty concentrating, loss of memory, skin rashes and dryness, weight gain, a chest cough that comes and goes (yet I don't smoke), ringing in my ears, heart palpitations, chest discomfort, shortness of breath, anxiety, and insomnia. All are symptoms of breast implant illness. FDA safety report ID # (B)(4).